Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02192. It was reported the patient received a letter regarding the charger swap program. The patient's husband stated the patient had not used her scs system since (B)(6) 2012. He stated she stopped using it due to pocket heating that occurred at all times. He reported she still feels the heating sensation even though she has not used nor charged her ipg in a year. No further information is available at this time. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.